Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. The following information was requested, but unavailable: the complaint form indicated this was an adverse event. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? Please explain. What was the product code of the stapler (plee60a, pse60a, ec60a, etc.)?

Event description:
It was reported that during a gastric sleeve procedure, in the bariatric surgery performed by the doctor, by placing the last refill in the fundus of the stomach, he could observe the malformation of more than half of the recharge in damaged staples, causing leakage in the stomach. The doctor solved by placing an additional refill of the same color in the fault area. Surgery was prolonged twenty minutes. Adverse event; leakage in stomach due to the staple malformation.

Manufacturer narrative:
(B)(4). Additional information requested: regarding your response below, was it required to bring the patient back to the operating room after the initial surgery (next day) or was the other reload used during the initial surgery to complete the procedure? Do the patient need to be re-operated to avoid or correct any damage? Yes, the doctor used another reload at the bottom of the stomach, getting closer to the area of high risk (near the esophagus) maximizing tension, when performing stapling crosswise and not according to the surgeon's own technique. Additional information received: the surgeon used other load at the moment of surgery, to solve the problem immediately.